Event description:
Health laboratories services, inc reported as one of the medical techonologist ran the controls for the lot mentioned and she fould out that the negative control was painted at the test area.

Manufacturer narrative:
Investigation is ongoing for the case.